Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 lbs. During prime/compromised force sensor system test due to faulty force sensor resistor. No motor error alarm noted. Motor passed motor test. Unit had minor scratched lcd window, scratched case, broken battery tube threads, broken belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during bolus/basal. The motor error alarm occurred 4 times in the last 30 days. The customer was able to rewind the insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.